Event description:
User alleges tracheostomy tube was placed on the pt. Spo2 dropped, and the pt died one hour after percutaneous tracheostomy. The dr judged the pct kit was not responsible for the pt's death. After the tube was placed following pct procedure, spo2 dropped suddenly. The dr inserted a trachel tube, but could not do successfully. The pt died after 1 hr. The dr stated that he had confirmed by the trachea cartilage location and inserted the tube at the midline and successfully placed the tube into the trachea through the guide wire. The pt seemed to have been ventilated after insertion; however, it turned out that the tube had been inserted under the skin and caused subcutaneous emphysema. The hosp judged that the incident did not result from the product. Event occurred at rehabilitation hospital in another country.

Manufacturer narrative:
This hospital reported two possible catalog and lot numbers. Catalog numbers are same family but two different sizes (100/548/070 or 100/548/080). Results evaluation (other): the hosp, involved with this incident, has stated that they do not feel that this device was responsible for the pt outcome. No similar reports on this product family.